Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The field service engineer (fse) checked the scope and found the lock pin broken. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a telescope scope was not working. The field service engineer (fse) checked the scope and found the lock pin broken. The reported issue was found during maintenance of the device. There was no injury or health damage due to the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to d5 and g2. Please see updates to d5, g2, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the locking pin broke due to the use of excessive force by the customer. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.